Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 30 mg/dl. Low bg cause was not known. Customer "suspects hitting something and falling" due to bg level, resulting in bruised abdomen and hands. Customer was "found unconscious on the floor" by neighbor who called 911. Customer went to the emergency room and was subsequently admitted to the intensive care unit (ICU). Customer was treated with intravenous fluids of glucose and was discharged 11 days later with the issue resolved, requiring a walker and physical therapy due to the incident. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.